Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A baxter intravenous infusion (IV) set leaked at the connection site between the IV set and a 0.2 micron filter disc (non-baxter product) during a patient infusion. The leak was observed an unknown amount of time into a patient infusion of blinatumomab. There was not obvious damage observed on the IV set. There was no patient injury or medical intervention associated with this event. No additional information is available.